Manufacturer narrative:
The stent will not be returned to olympus as the stent was discarded by the user facility following the procedure. The exact cause of the reported event cannot be determined, however, a review of the dfmea (design failure modes and effects analysis) states most probable causes of the reported migration can be attributed to the following: the doctor incorrectly sized the stent, the curl strength of the stent is insufficient or the curl geometry design is inadequate. A review of the device history records(DHR) could not be conducted as there was no lot number reported. In addition, the instruction manual provides warning for potential complications which states, ¿patients or their representatives should be informed of the possible complications associated with the use of this product. (B)(4) requests physicians notify the company of complications which may occur with the use of this indwelling device. Complications may include but are not limited to: risks associated with the medication, procedure, and the patient¿s degree of tolerance to the procedure and/or device; proximal or distal migration, possibly necessitating medical or surgical intervention to reposition or remove the stent; encrustation and/or stone formation; compromised urine flow due to stent blockage or ureteral occlusion; urinary tract infection; leakage of urine; perforation of the kidney, renal pelvis, ureter, or bladder; stent breakage, possibly necessitating endoscopic or surgical removal of the device.¿

Event description:
Olympus was informed that during a stent extraction procedure, it was noted that the stent had migrated upwards towards the kidney. The patient's stent had been in place for approximately six months. A ureteroscopy was performed to remove the stent. There was no patient injury reported. 3 of 3 reports.